Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 to report a hardware error code patient experienced on (B)(6) 2014. No injuries or medical intervention were reported. Dexcom technical support advised patient's wife to reset the device on (B)(6) 2014 and it was unsuccessful.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and a call tech support error message was observed on the screen of the receiver. The root cause was determined to be a defective component in the receiver's printed circuit board. The complaint of hardware error is confirmed. A CAPA has been initiated for this issue.